Event description:
It was reported that the patient¿s implantable neurostimulator (ins) would turn off all by itself after turning it on for only a few seconds to a few minutes. It was noted that some programs wouldn¿t do this, but the programs she prefers would shut off after being on for a short time. It was verified that the ins was completely charged. An appointment was set for (B)(6) 2015 to activate her sensor. Impedances and troubleshooting was then going to occur if the problem still persisted. No patient symptoms were reported. She was managing on a different program or leaving the ins turned off. Follow-up determined that the patient had her sensor activation performed on the scheduled date. She was no longer experiencing any problems with stimulation turning off on its own. ¿it must have been me doing something wrong.¿ the patient was advised to contact the manufacturer representative immediately if she had further concerns. The patient was noted to be doing very well. It was noted that the patient had recharging down and had adaptive stimulation activated. She was experiencing 100% pain relief and was off all narcotics. No further follow-up was required as the issue had resolved and the patient was receiving great therapy.

Manufacturer narrative:
Concomitant medical products: product ID 97754, serial# (B)(4), product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).